Event description:
Pt taken to standing scale at triage and weighed. Scale had been switched prior to pounds. Rn entered weight incorrectly and administered motrin according to joint practice protocol. Rn called pt back to re-weigh once rn realized scale in pounds and weight re-entered correctly. Incident disclosed to family, attending and charge nurse. The patient did not require any additional medical management. The scales are supposed to be kept on kg, however, there are times that they will be found on pounds, I believe it is intentionally changed by someone and then not changed back. A sign has been posted by the scales to keep on kg.